Event description:
Taxus express2 clinical study it was reported that 187 days after a coronary stenting treatment procedure, the patient experienced in-stent restenosis (isr) and required a target vessel reintervention (tvr). The lesion being treated was a 3.00mm, 90% stenosed, 26mm portion of the mid right coronary artery (mid rca). The physician treated the lesion with successful placement of a 3.0x28mm taxus express2 study stent. The physician also treated the distal left circumflex with a 3.0x28mm taxus express2 study stent. Both stents were post-dilated and were well expanded. There were no reported problems or complications. The patient was discharged. One hundred eighty seven days after the index procedure, isr was confirmed at the taxus stent implanted portion of prox rca by follow-up coronary angiography. The patient did not notice any symptoms. The patient was admitted to the hospital thirty days later. Pci was performed on the same day and an unknown non bsc stent was implanted in the prox rca. The patient was discharged two days later. In the opinion of the physician, the relationship of the isr to the taxus stent is possible.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration, the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.